Event description:
Initial troponin t result 0.145 ng/ml. Two hours later, a new sample was drawn from the same patient and gave result of <0.010 ng/ml. A sample drawn at the same time as the initial sample was also tested, and gave result of <0.010 ng/ml. Initial results were reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.